Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements along with an increase in pacing threshold measurements. An invasive procedure was performed and it was found the lead had fractured. The lead was surgically abounded and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.